Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 16-mar-2022. Correction to the foreign country was slovenia. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined however, it is likely that the user facility reprocessing method differed from that of the device instructions for use (IFU). The olympus manufacturing business center reviewed photos of foreign material; if the foreign material was from an olympus product, it would be material from insertion section/tube of disposal biopsy forceps. The following is included in the device IFU and may help prevent or detect the event: "inspection of the endoscopic system: insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ the IFU of the olympus disposal forceps states the following: ¿do not insert the accessary to endoscope with excessive force, when cup is not closed, or abruptly. Do not withdraw the accessary vigorously from endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned his olympus evis exera iii gastrointestinal videoscope for an unspecified reason. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that foreign material could not be removed during reprocessing due to a channel/nozzle deformation. This report is being submitted to capture the reprocessing complication noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, it was discovered that foreign material could not be removed during reprocess due to buckling in the channel/nozzle. Additionally, the light guide lens and adhesive on the distal end were both cracked. The cover's insulation was greater than the recommended threshold. There were wrinkles in the adhesive on the connecting tube, as well as wrinkles and a twist in the universal cord. The channel mount was deformed, the paint was peeling off, and a pinhole was found in the key top. If additional information becomes available following the device evaluation, a supplemental report will be filed.